Event description:
It was reported on (B)(6) 2013 that a patient developed an infection (possible cellulitis) possibly related to the recent replacement of the patient¿s generator which was said to have occurred on (B)(6) 2013. The patient¿s mother indicated that the infection as all over and the specific site of the infection was unknown during the initial call. The patient was given antibiotics (vancomycin for 21 days) and instructed to follow up with his physician for further assessment/treatment. Additional information received revealed that the generator was explanted due to infection on (B)(6) 2013 and it was unknown whether or not the patient would be re-implanted at a later date. The infection was found to be a staph infection. The patient will follow-up with the physician again on (B)(6) 2013. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information received revealed that the infection developed soon after generator revision surgery on (B)(6) 2013 and was found at the generator incision site. There were no reports of any patient manipulation or trauma that would have resulted in the infection.

Event description:
It was reported that the patient still has an infection. The patient is going to (B)(6) for treatment. It was reported that the infection is (B)(6).

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.